Event description:
It was reported that the customer's insulin pump had alarmed motor error. Customer stated they did not recall any significant events that led to the alarm or if the device was exposed to moisture. Customer's blood glucose level was 141 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker and a cracked case near the display window corners were noted during the visual inspection. The insulin pump was not able to prime during the prime test due to moisture damage in the force sensor resistor. The insulin pump passed the basic occlusion test and displacement test. No motor error alarms were noted. However, a corroded motor home switch was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)